Event description:
Prytime is filing this report in an abundance of caution due to the alleged misuse of an arterial access needle and introducer sheath which may have contributed to thrombus formation requiring thrombectomy. The access needle and introducer sheath are manufactured and labeled by OEM's and included in prytime's convenience kit. There is no reported or alleged failure of the kit components, kit, or labeling. The patient was involved in a motor vehicle accident. Guided ultrasound access was performed by an emergency medical resident. The reboa catheter was inserted via superficial femoral artery (sfa) and the device was used with no issues. There is no reported or alleged failure of the catheter. Post sheath removal, two thrombi were discovered via ultrasound; one was found in the patient's lower limb and the other located in the common iliac artery (cia). The patient was transferred to or, where a thrombectomy was performed and the patient's limb was salvaged. The patient was noted to be stable at the time the event was reported to prytime. The trauma surgeon reported that the thrombi were likely due to the common femoral artery (cfa) access technique and introducer sheath placement technique used by the resident. It is alleged that the arterial access point was below the cfa in the superficial femoral artery (sfa), and the angle of 7 fr. Sheath insertion was too steep, i.e., 90 degrees.